Event description:
It was reported there was noise and oversensing on the ventricular lead that led to an inappropriate shock. It was also noted there was noise on the atrial lead. It was questioned whether these leads could be fractured. The ventricular lead was capped and replaced. The atrial lead was repaired and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.